Event description:
Technical services received a call on 08/24/2011 from sales rep. Rep calling to report that today they revised the rv b/c of lov at max outputs, stim, and no sensing. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).